Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the software froze after the user chose to erase the data on the usb device in order to export a patient folder. The user had to shut down the system. This issue has been reproduced on manufacturing site. It was recorded as a software anomaly. The issue experienced will be addressed through the continuous improvement of our product.

Event description:
During a seeg case, the patient folder was attempted to be exported to a usb. The export was attempted after registration. The memory stick had all contents deleted prior to attempted export. The usb only had 2g of memory and the software gave a message that there was insufficient memory available. User was prompted to delete contents or not. 'Yes' was selected and 'please wait' while the patient folder was exporting was displayed. This message remained for over 15 minutes, upon which the usb was removed in an attempt to simply stop transfer and begin case navigation. Exporting message remained until system power was turned off. After restarting system, patient folder was reopened and case proceeded as expected without further issue. There was no patient impact.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During a seeg case, the patient folder was attempted to be exported to a usb. The export was attempted after registration. The memory stick had all contents deleted prior to attempted export. The usb only had 2g of memory and the software gave a message that there was insufficient memory available. User was prompted to delete contents or not. 'Yes' was selected and 'please wait' while the patient folder was exporting was displayed. This message remained for over 15 minutes, upon which the usb was removed in an attempt to simply stop transfer and begin case navigation. Exporting message remained until system power was turned off. After restarting system, patient folder was reopened and case proceeded as expected without further issue. There was no patient impact.